Event description:
It was reported that during an unknown procedure that staff fired three different times and there was oozing at the staple line for all three firings. They had it on the blue reload setting. Staff ended up pulling a competitor's version, the gia and there was also oozing at the staple line when using alternative product. How the oozing was controlled was not provided. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch #456c96. B3: only event year known: 2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up with staples protruding and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that five staples were malformed. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 456c96, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? 2. How was the bleeding controlled? 3. How much blood was lost (ml)? 4. Did the patient require a transfusion? Answer : 1. No other issues noted regarding staple line (i.e. Malformed staples, missing staples, etc). 2. Bleeding controlled by compression with lap, bovie, packing, surgicel. 3. 250ml. 4. No transfusion required.